Event description:
Additional information received reported that the reason for catheter to curve was unknown. However, it was discovered that an anchor was never placed during the original surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) indicated the patient's weight was 166 lbs at the time of this report. Additionally, they stated that the lack of pain relief was determined to be due to catheter tip migration.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial#: (B)(6), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 06-apr-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient receiving bupivacaine and unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated "my implant surgery was a nightmare and since implant I am getting pain relief on the left side but my pain on the right side." The patient stated the healthcare provider was going to do a catheter dye study on monday (B)(6) 2023) to see what is going on because they were not getting any pain relief. Additional information was received from a patient, a healthcare provider, and a manufacturer representative. The patient was receiving morphine (13mg/ml at 1.477mg/day) and bupivacaine (40mg/ml at 4.544mg/day) via an implantable pump. It was reported that a dye study was performed and found that the spinal segment of the catheter was curved/looped. The patient was not getting the relief they once got. The healthcare provider (hcp) attempted to pull the catheter back to remove the curve/loop, but was unsuccessful. A new spinal segment was implanted and connected to the pump segment. The old catheter was tied off and remained implanted. The issue was resolved at the time of this report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.